Event description:
Caller reported a cartridge alarm 20, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer waited as prompted to remove the used cartridge and had not previously reported similar alarm issues with this pump's serial number, although consecutive cartridge alarms were confirmed by technical support. As a resolution, technical support decided to replace the pump.